Manufacturer narrative:
(B)(4). Date sent: 1/9/2020. Additional information was requested and the following was obtained: did the patient experience any adverse consequences due to this issue? Not that was reported at time of complaint. The surgeon stated that he hit a ligaclip with the blade inadvertently in a very confined space in the patients pelvis. The did not attempt to locate the blade tip as there was so many ligaclips in situ that any x-ray attempt would be futile in their opinion.

Manufacturer narrative:
(B)(4). Batch #unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Did the patient experience any adverse consequences due to this issue? The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that a harmonic blade sheared off during a urology case. There were no patient consequences reported.